Event description:
It was reported that during a hip revision while cutting of a side plate that the diamond coating detached from the surface of the product subject to this MDR. It was further reported that the broken pieces did not fall into the surgical site. It was reported that the surgery was completed successfully using another diamond disc which was readily available.

Manufacturer narrative:
The two devices allegedly involved in this issue were visually inspected. It was confirmed that the diamond coating has detached from each of the returned products. The device history records for the devices were reviewed. No non conformances were identified that may have contributed to this alleged issue.